Event description:
During a procedure an excelsior sl-10 microcatheter was approached to the middle cerebral artery with a gt-12 guidewire and 6f guider 40 angle 90 cm. The subject device was used as the first coil, and as it was being inserted into the lesion, the dr encountered difficulties in suitably forming it into the aneurysm. The coating of the pusher wire peeled off when the introducer sheath was inserted into the hub of the excelsior sl-10 microcatheter, in attempts to remove it. The subject device could not be loaded back into the introducer sheath due to the peeled coating on the pusher wire. The procedure was successfully completed with other devices.